Event description:
The customer reported that the left monitor (live image) would blank out intermittently. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and lemo connector were replaced. The system was then found to be operating as intended.